Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Contrast attached to lower y site (of ns access line) near patient's hand. Pump channel alarmed during CT scan, and then rubberized part of tubing audibly "popped", spraying ns into the air. Once scan was complete, it was noted that there was leakage all over the floor. Patient was assessed first and was deemed stable. It was noted that the source of the leak was the tubing inside the pump channel. The floor was sticky despite the access being ns, and the CT techs stated that the contrast is sticky. The contrast likely was partially pumped back up into the IV pump. According to the tech, there was no negative impact to the scanned image.

Manufacturer narrative:
It was reported by customer that rubberized part of tubing audibly "popped", spraying ns into the air. Four photos were submitted from the customer for quality evaluation. Review of the photos submitted by the customer indicate that the photos do not match the material number reported. Additionally, the photos were compared to the engineering assembly drawings of the reported product, and the photos did not match the assembly drawings. The customer complaint of bulge/balloon in the silicone pumping segment could not be confirmed. A root cause analysis was not performed because the failure could not be confirmed with the information and photos provided. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.